Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator's touchscreen is missing colors, the screen has a pink color, and the customer is unable to make changes on the unit. The vent was on a patient when the reported issue occurred. The patient was switched off the vent and no patient harm was reported.